Event description:
In 2008, the pt reported that he was traveling and he receives an e4 (occlusion) error on his infusion device each time he attempts to bolus. He stated that this began on the day before, and in an attempt to troubleshoot, he has changed the battery, infusion site, and infusion tubing but the error recurs. As a result, his blood glucose elevated to 20-25 mmol/l (360-450 mg/dl). He was able to lower his blood glucose to 6.4 mmol/l (115 mg/dl) before bed. His normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). To troubleshoot, the pt was instructed to disconnect from his infusion device and to bolus 5 units of insulin. He was able to do so without error. The pt was unable to complete troubleshooting. Upon follow up on the day after the original date, the pt stated that he changed his infusion site and had no further issues. His blood glucose returned to normal. He stated that the cannula of the infusion set was bent due to the way it had been stored in his suitcase. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.